Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, there was one (1) tube that had the stopper pull out of the tube after collection causing a leak. The sample was recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary- bd had not received any samples or photos for investigation. Therefore 100 retained samples were visually inspected, and no issues were identified. Additionally, 10 retained samples underwent functional tests, and all were within specification limits. There were no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, there was one (1) tube that had the stopper pull out of the tube after collection causing a leak. The sample was recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.